Event description:
The front left head tube allegedly became loose from the front frame, causing a bolt to fall out and the wheelchair to tip forward. The consumer allegedly fell out of the chair. No injury is alleged.

Manufacturer narrative:
No injury reported. User reportedly was transgressing down a street and the left front head tube of their chair came loose from the frame. A bolt allegedly fell out, and the wheelchair tipped forward resulting in the user falling out of the chair. Device maintenance history is unknown. Nature of complaint suggests potential maintenance issue and/or impact damage. MDR field as a conservative measure.